Event description:
It was reported that during a gastric bypass procedure, the device was leaking gas and lost pneumoperitoneum. Put finger over to reduce gas loss and also used a 5mm instrument to put in and out to rectify. No pt consequences were reported.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.